Event description:
The customer reported a problem sending table parameters from monaco to mosaiq.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed. H4: manufacturing date is not on the label, but it is known so field h4 has been completed with this information.

Manufacturer narrative:
H2 updated. H6 updated. H11 updated: the investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported a problem sending table parameters from monaco to mosaiq. It was ascertained that when the plan was being promoted into mosaiq, warnings were presented to alert the user that inconsistent isocenter positions were found in the plan. Due to this inconsistency, zero isocenter values were assigned to the reference structure set/isocenter in site setup definition after the plan was imported. The user would need to update the site setup definition with the desired isocenters or replan. The user did not edit the zero isocenter values and incorrectly used them as the reference for patient positioning for the treatment delivered. Elekta physics have assessed this as a non-serious radiation overdose. The root cause was determined to be use error. Mosaiq did not have any malfunction and worked as designed and intended.